Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure that the target lesion located in mid rca was predilated with another co's balloon catheter. An attempt was made to advance a multi-link stent across the lesion but it would not cross. Upon removal of the stent delivery system from the body, it was discovered that the stent had fallen off the system. Subsequently, it was found upon angiography to be in the vessel. The stent was retrieved with a snare and the case was completed without any further problems.